Event description:
It was reported the patient had a revision of his batter for 'better placement.' A follow up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Event description:
Follow up information reported that the patient was doing well.